Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid circumflex (cx) with heavy calcification and 75% stenosis. A direct stenting was attempted. Resistance was encountered with the guiding catheter during advancement of the 2.25 x 15 mm xience xpedition stent. Resistance was also felt with the anatomy during the attempt to cross the lesion and the device failed to cross. The device was retracted. During retraction, resistance was also encountered with both the anatomy and the guiding catheter. The 2.25 x 15 mm xience xpedition stent delivery system (sds) was removed from the anatomy as a unit with the guiding catheter. The stent was then noted to have a flared strut at proximal end. A new non-abbott 6 french guiding catheter was advanced with a pilot 50 guide wire. Pre-dilatation was then performed using several non-abbott balloons. Then a 2.25 x 8 mm xience xpedition stent was implanted distally and a 2.25 x 8 mm xience xpedition stent was implanted proximally. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. The outcome of the procedure was reported to be satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: bmw universal ii, guide catheter: 6f launcher jl 3.5. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.